Event description:
Reported, by the pt, to the FDA as follows: "the lap-band that I had placed on in 2003 had broken in half which caused me to have a tremendous amount of scar tissue and cause stomach inflammation, stomach pain and discomfort. I had to have it removed, and it would be too dangerous for me to have the gastric bypass surgery." There is no contact info for the pt, the surgeon, or the hospital, and no serial number of the device was given. The device return cannot be requested and there is no contact info for a follow up. (B) (4)

Manufacturer narrative:
Taper unknown. Since the report to the FDA, by the pt, occurred anonymous. Allergan cannot follow up with reporter to request more info and the return of the product for analysis. Without a serial number or the implant date, the connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint. Allergan has not received the product, therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: abdominal pain, incision pain, and port site pain." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."